Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty connector. Unable to perform the no delivery test due to prime anomaly. Pump passed the rewind, basic occlusion and displacement test. No excessive no delivery alarm or motor error alarm noted. Motor passed motor test. Pump received with normal operating currents. No unexpected low battery alarm noted. Pump received with cracked battery tube threads, reservoir tube lip, minor scratched display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was 130 mg/dl. The customer does not use the sensor feature. They were able to complete the rewind sequence. The caller also stated that the insulin pump had alarmed no delivery and the customer's blood glucose at the time was 278 mg/dl, which was treated with manual injection. The caller declined troubleshooting and requested for a replacement insulin pump. Nothing further was reported.